Event description:
The pump was returned for investigation. Investigation revealed button/keypad issue. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Submitted: (B)(4) 2015 the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: device evaluation: on investigation, the keypad cover was missing from the pump. On testing, the ok button and contrast button were inoperable. The keypad flex was found to be torn, causing the failure of the contrast and ok buttons. The button contact was missing from the contrast button and the button contact was inverted on the ok button.